Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation, conclusion: off-label, unapproved or contraindicated use (device alteration).

Event description:
An endurant ii stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm. The endurant aortic cuff was fenestrated, with the opening placed at the sma (superior mesenteric artery). The location of the opening was about 2 cm away from the distal edge of the device. The endurant aortic cuff was implanted just above the renal artery. It was reported three days later that there was an unknown endoleak present. The physician stated that excessive tension might be applied during fenestration or retraction, or, type ii endoleak might have occurred from multiple accessory renal arteries due to the patient's anatomy; yet, he was unsure about the cause. The physician commented there were no issues with the product quality because the physician made an alteration to the device. No clinical sequelae were reported and the patient is being monitored by their physician.